Event description:
The patient had an endoscopic retrograde cholangiopancreatography (ercp) performed at (B)(6) hospital. After the ercp was complete and patient was in recovery, the patient started coughing and gumming an object. The nurse retrieved the object from the patient's mouth and it was determined to be a disposable plastic cap that covers the olympus scope used for the ercp. The cover should come out on the scope after the procedure and thrown away. Lot # h4221.